Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was not hospitalized prior to death. The cause of death was reported to be due to cardiac arrest. It was not reported if an autopsy was performed. It was not reported if the patient was connected to or performing pd therapy at the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned and the serial number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.